Event description:
The pt was being monitored with an external EKG when a high ventricular pacing rate was observed. The device was pacing at a rate of 117 bpm. The device was programmed at 40 bpm. When the nurse attempted to interrogate the device, a parameter error message appeared. A "ram" map was printed and faxed to st. Jude medical technical services. From the map, it was determined that the pacing rate was programmed to 40 bpm, however, the interval between paced beats (in the hardware register) was set at 30 msec. This caused the device to pace at the rate limit of 117 bpm. St. Jude medical technical services recommended that the ICD be removed. While the pt was waiting in the admitting room of the hosp pt received three inappropriate therapies. A magnet was placed on the device and an attempt was made to interrogate the ICD. A parameter error message again appeared. All attempts to reprogram the ICD were unsuccessful. The ICD was explanted.